Manufacturer narrative:
Production process analysis: a review of the DHR demonstrated that the mid-c system was manufactured, tested, and released according to specification. Surgeon information analysis: no information was provided at the time of the report as to the reason for revision. Evaluation of the patient x-rays demonstrates that the patient pre-op kyphosis angle was out of the indication (> 55°) and that the lower screw was placed out of the pedicle. Thus the company estimates that the revision is due to the kyphosis progression and lack of correction of the primary curve. Risk assessment: reoperation events are a known risk that was assessed and recorded by the product risk assessment dms-777 rev q this complaint does not change the occurrences rate.

Event description:
Patient # (B)(6) was operated on (B)(6) 2020. The surgeon secretary informed apifix that revision surgery is planned for (B)(6) 2022, no other information was received.